Manufacturer narrative:
510(k); (B)(4). Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Jaws of device were sparking.

Manufacturer narrative:
The instrument arrived with a clear visible charring at the right side of the upper jaw. There was a visual inspection of the jaw, except the blood soiling and the charring that was found, there are no further abnormalities. The mechanical function of the device was checked, the clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The surgeon has taken a conductive part / material (titan staple) between the electrodes. Based on the short of the device and the typical pits on the electrode surfaces, along with the partially damaged dissection clip in this area, it appears that the surgeon may have introduced a conductive part / material (such as a titan staple) between the electrodes. Therefore, the root cause is most probably user related.